Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia, a composix ex hernia patch was implanted to repair the hernia defect. On (B)(6) 2011 - the patient underwent an additional surgery to remove the composix ex, which allegedly had become infected and failed, the patient subsequently endured additional surgeries to treat mesh-related complications. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the available information, there is no change to the initial determination, no conclusion can be made. Per the medical record review, about 2 months post implant of the composix e/x mesh, patient was diagnosed with sepsis, infection, hernia and abscess thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia, a composix ex hernia patch was implanted to repair the hernia defect. (B)(6) 2011 - the patient underwent an additional surgery to remove the composix ex, which allegedly had become infected and failed, the patient subsequently endured additional surgeries to treat mesh-related complications. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information: (B)(6) 2011 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix e/x. Per operative notes, "elevation of the left side of the anterior abdominal wall revealed a large hernia defect. The extent of the hernia defect in the anterior abdominal wall was assessed. A piece of composix e/x mesh was placed and sutured." (B)(6) 2011 - patient had fever, chills and had purulent discharge from surgical wound site. Patient was diagnosed with incarcerated hernia fat with abscess. (B)(6) 2011 - patient was diagnosed with abdominal wall infection, abscess and had one episode of sepsis thereby underwent open repair with removal of the infected mesh. Per operative notes, "a midline incision was made to the abscess cavity. The mesh itself was incorporated into a chronically infected cavity and the mesh removed in its entirety. A wound vac was then placed". Attorney alleges that the patient had abscess, infection, pain and emotional injuries. It was also alleged that the patient had an additional surgery for the application of a dermal substitute of the abdomen and a negative wound therapy dressing on 05-oct-2011. It is alleged that the patient had open wound for several years after explant and also developed sepsis.